Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problems, of blurred vision and broken optical group, was confirmed. The device evaluation found that the blurry image was from lens/meniscus damage and there were damaged parts in the optical system found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause for the reported issue cannot be definitely determined. The identified fault patterns are most likely attributable to the use of excessive force by the customer. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported blurred vision and broken optical group. There were no reports of patient harm.